Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type: recharger. G2: correction: added PMA. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated information already recorded on this case. Patient needed help with the general use of their devices. Patient stated that they do not understand how the devices work and the previous mdt rep that educated them just kept talking and did not let them ask questions. Patient stated they needed another meeting with a rep to show them how to use the equipment because they were confused. The patient also mentioned reading the manuals 5 times but would still not get the concept of the external devices. Agent reviewed general use of handset, communicator, recharger and the applications. Agent reviewed MRI mode and how to turn the therapy on and off. Agent also reviewed how to check the battery of the implant. Agent reviewed MRI guidelines with patient as well. Patient mentioned they were not aware that it was this difficult to work on the external devices. Patient mentioned they had skin cancer on their face, and they went to a dermatologist yesterday and when they were on the procedure bed, they felt the stimulator shock them for 16 minutes. Agent reviewed guidelines with ins during procedures. Agent also redirected patient to their hcp to check the ins. Patient stated they had an appointment with their orthopedic specialist tomorrow. Patient mentioned that they got a letter from medtronic as well and they did not know what to do with it. Patient also mentioned that one of the questions on the letter was if the steps taken resolved their issue with the stimulation/shocking/difficulty in pairing and the patient stated working with a mdt rep, patient stated to answer the question, they were not feeling the stimulation in the right spot because they needed it in their knees but it was hitting their thighs and the rep informed them to keep it in one group and monitor the stimulation. Patient mentioned that the rep informed them they might need to have the device reprogrammed. Patient stated they would call the rep. Patient stated they needed an MRI for their knees, and they hope the stimulation would help them lift themselves because their knees were too weak. Patient called back and said they received a repeat of the prior letter that they already answered questions from. Patient stated they were still having problems understanding how to use their equipment and they are having problems with things mentally. Patient stated they did not want to 'bother' anything in the settings, but stated last night they charged the implant then turned stimulation off as they do not need stim on when sleeping, but this morning they cannot turn stimulation back on as they see 'app information, install, settings.' Agent reviewed patient may have pressed and held down on mystim application icon. Patient tried to press home button but was unable to exit screen. Patient pressed power button and saw restart, but handset touch screen was unresponsive when trying to press restart. Patient commented how they read the manual 6 times and it never stated how to turn stimulation off and on. Patient will call back if further assistance is needed in turning stimulation on. Agent walked the pt through how to pair the communicator to the mystim app; pt was able to successfully connect and turn the stimulation back on. Patient mentioned that they were now in group e. Agent reviewed how to turn the stimulation on and off and shared best practices. Agent also reviewed communicator, handset, mystim app general usage and ins battery duration. Pt mentioned that they met with the rep two weeks ago in indianapolis and tried to reprogram everything for an hour. They got the stimulation going down to their left side down almost or right up to their knee, but the rep was not able to get it down on their right side. Pt mentioned that both of their knees were not being treated and just their left knee pt also mentioned that they have an appointment on monday for their left knee replacement and asked if they needed to turn the stim off; agent reviewed guidelines with ins during surgical procedure. Pt confirmed that they also tried changing groups and keep a record of it. They tried group a, kept a record of it for a week and it did not help so they went to b, it helped a little bit, kept a record of it from 1 to 10 if they would get relief from the stimulation or if it would go down to their right knee and never. They also tried group c but there was no benefit at all. Pt mentioned the rep couldn't get the stimulation down to their right knee. Mdt set the pt to group e where the stimulation go down to their left but never in the right knee. Pt commented that they get disgusted with the device and wish there are some options. .pt stated that they been getting stimulation on their left leg but never went farther than their upper thigh on their right leg and it has been like this since day 1. Pt mentioned that they met with the rep twice and was programmed but it did not work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt was recently implanted and had been struggling to understand how to use the external equipment. Pt was transferred from hcit. Hcit agent related pt told them they had been taking pain meds now because they had not been able to use the equipment. Pt stated they were 78 years old and it was hard for them to comprehend and remember. They showed pt and their wife how to use the device at doctor's (hcp) office. Pt said they were disappointed at themselves for not being able to remember how to use it. Pt talked with the rep today over the phone. The rep spent an hour on the phone with the pt trying to help and told the pt most people understand it. Pt could not comprehend still and called here. Pt said they had not used the device and is about to ask hcp to put them back on hydrocodone because pt could not learn how to use the equipment. The rep suggested a hands on meeting next week again. Pt also reported their ins had depleted. Pt said 2-3 days ago it was still working because when pt coughed or talked a little loud it would stimulate in the groin area. It was not even working in the right place. Pt's pain is isn knees, down the legs but it was stimulating/shocking in left groin area. Their wife tried helping pt with the rep on the phone but could not find the implant. The wife tried for 30 min but the wireless recharger (wr) kept beeping. Finally the wife found the device. Reviewed the importance of placing the wr correctly. On the call walked pt through general use. Pt connected to ins with wireless recharger. Had pt position the recharger over ins. Pt got the excellent recharge quality. Therapy was turned off. Ins was very low. Reviewed this could be the reason why pt could not connect earlier today. On the call ins was in red and by the end of the call the implant got to 20%. Reviewed how to turn therapy on. Reviewed general use of all the components. Spent 47 min going over equipment and device functionality questions. Pt had a better understanding. Pt also mentioned they had 8 lumbar fusion surgeries over 20 years and were in good health except for the legs. Pt mentioned they had 2 surgeries in the last year on their back due to problems with legs. Pt also mentioned their last surgery was to install 8 fusion joints and a 12 inch rod in the back which limits pt on everything. Pt could not go to the bathroom for #2 on their own and take care of themselves. Pt could not bend over and put underwear on and shoes. It was hard to reach and hold the wireless recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported they had a knee replacement at iu west a week ago tomorrow. Patient mentioned they later turned the stimulation on and had pain in their left knee. Patient noted the pain has gotten worse in their knee instead of better. Patient was wondering they should leave the stimulation on or off. The patient was redirected to their healthcare provider (hcp) to further address the issue.